Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 9 october 2020: lot 170306: 25 items manufactured and released on 09-may-2017. Expiration date: 2022-04-17. No anomalies found related to the problem. To date, 13 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in 2 years and 6 months after the primary surgery reporting pain due to having fluid buildup. The surgeon drained the patient's knee and revised the poly. The surgery was completed successfully.